Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the device met specifications. Olympus will continue to monitor field performance for this device.

Event description:
The event was observed during an unspecified procedure.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had no image being produced. The issue occurred during an unknown event. There were no reports of patient harm.